Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/03/2025 the day of the event, the patient reported increasing thirst and began vomiting. The cgm readings were between 180¿200 mg/dl; however, no fingerstick measurement was obtained at that time. The patient was transported to the hospital, where no immediate treatment was provided. A fingerstick bg measurement indicated a level of 500 mg/dl. The patient likely experienced diabetic ketoacidosis (dka). Treatment included intravenous insulin, saline, and fluids. The patient was discharged after less than 24 hours of hospitalization. There was no documentation of additional medical evaluation or intervention. At the time of this report, the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.